Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both superior vena cava (svc) and right ventricular (rv) coils caused alerts for high impedance on the rv lead. There was also high impedance on the left ventricular (lv) lead. A pocket revision was performed. The leads remain in use. No patient complications have been reported as a result of this event.